Manufacturer narrative:
UDI: (B)(4)/(B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The codman basic kit microsensor was returned for evaluation: device history record (DHR) - product 826631 for lot number 4251056 (serial number (B)(6)) met specifications when released. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed. Verified catheter sensor torn off from catheter. Icp express read "no transducer detected". No testing was possible based on the failure analysis, the root cause of the problem stated could be determined to be mishandling of the catheter. The catheter must be sealed (no openings) in order to meet millar's testing specifications prior to shipment.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman basic kit microsensor was ruptured due to bone paste being placed where the icp sensor was placed and the solidified part was pulled. It was torn off when attempting the removal and remained. Therefore, the microsensor was removed. Another product was used for the procedure. No surgical delay was observed.